Event description:
Literature was reviewed regarding a patient with symptomatic aortic stenosis who underwent implant of a medtronic 26-mm evolut fx bi oprosthetic valve. During deployment of the valve computed tomography (CT) from a steep right anterior oblique view revealed under-expansion of the bioprosthetic valve stent frame. Next, the valve dislodged into the ascending aorta resulting in cardiogenic shock due to significant perivalvular leakage. Repeated CT assessments identified worsening stent under-expansion into a v-shape creating a potential for delivery catheter system entrapment. An 18-mm balloon was then utilized to safely retrieve the delivery catheter system and under-expanded valve. Subsequently, another bioprosthetic valve (manufacturer or model not provided) was successfully implanted with a postprocedural aortography and echocardiography showing good function but with mild paravalvular leak. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: umihiko kaneko et al. Detection and management of stent under-expansion in self-expanding tavr using a steep right anterior oblique view. Cardiovascular intervention and therapeutics. Apr;40(2):438-440 2025. 10.1007/s12928-024-01078-2. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.